Event description:
A report was received that indicated that a patient could not speak with the valve in use, then patient became distressed. According to reporter, the patient desaturated. The product was removed from use, and replaced with another valve to address this issue. There was no report of any incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report, detailing the results of the evaluation.